Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and was unable to duplicate the reported issue. The iabp passed all calibration, functional and safety tests performed. And was returned to customer and cleared for clinical use.

Event description:
It was reported that when the staff attempted to initiate therapy on the cardiosave intra-aortic balloon pump (iabp) generated "autofill failure" alarm. The connections were tight, the helium tank was open, the iab had no visible kinks, and correct helium extender tubing was verified. The staff attempted to switch to a new console and received the same error. After attempting to initiate therapy on 2nd available console the iab catheter was switched out twice. They were never able to initiate therapy despite changing pumps and iabs. The patient was transferred to another facility where they were able to initiate therapy. There was no patient harm and no adverse event was reported.